Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2020. The customer's blood glucose level was 557 mg/dl at the time of hospitalization and another blood glucose was 500 mg/dl. Customer was treated with bolus on insulin pump. It was unknown that the customer was using auto mode or not. The device will be returned for analysis.